Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for a percutaneous coronary intervention. During the procedure, at second inflation, the balloon ruptured at 8atm. The device was simply pulled from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.